Manufacturer narrative:
Other devices utilized during the procedure consisted of terumo guidewire, 7french launcher, excelsior microcatheter, and a prowler select (catalog/lot unknown). Coils utilized to treat the aneurysm consisted of gdc (qty 6), cashmere (qty 5), delta paq (qty 3), ulti paq (qty 2), delta plush (qty 2), orbit 9x25 (qty 5), 8x24 (qty 5), 7x21 (qty 3), and 6x15 (qty 2). The aneurysm was saccular, with a neck that measure 10.0mm, and the neck to sac ratio was 10.0mm/14.0mm. The parent vessel proximal diameter was 4.0mm and distal was 4.0mm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. Medications given the day of the procedure consisted of aspirin, cilostazol, and heparin sodium. There was no further information available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01419558. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on february 10, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that the procedure was coil embolization assisted with the enterprise vrd (enc452212) for a ruptured aneurysm in (p-com) posterior communicating artery. The day after the procedure, lacunar infarction was found in right anterior choroidal artery by MRI. Argatroban hydrate was administered for 7 days. The patient had sequel of hemiplegia (left side) as of (B)(6) 2010. The physician stated that antiplatelet therapy had been insufficient, and the there could be no causality, because the stent marker was not located in the anterior choroidal artery. Prior to the procedure, the (mrs) modified rankin scale was 2, and after the procedure was 3. The mrs was 3 after 1 week and 3 after 30 days. A cd copy of the procedure is not available.

Manufacturer narrative:
The report from the (B)(4) study indicated that the day after enterprise vrd assisted coil embolization of a ruptured aneurysm, a lacunar infarction was found in right anterior choroidal artery by MRI. Argatroban hydrate was administered for 7 days. The patient had sequel of left hemiplegia. The physician stated that antiplatelet therapy had been insufficient, and the there could be no causality, because the stent marker was not located in the anterior choroidal artery. Prior to the procedure, the modified rankin scale (mrs) was 2, and after the procedure, at one week and 30 days, the mrs was 3. The aneurysm was saccular with a neck that measured 10.0mm with a neck to sack ratio of 10mm/14mm. The parent vessel proximal diameter was 4.0mm and distal was 4.0mm. The enterprise was fully expanded and apposed to the vessel wall after initial placement, and the enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. Medications given the day of the procedure consisted of aspirin, cilostazol, and heparin sodium. The pre-procedure status of perfusion/flow through the vasculature or whether there was thrombus present prior to the procedure is not known. There was no further information available. The stent remains implanted and it was reported that images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01419558 which corresponds to final packaging lot 13471855. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke is a known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system, as outlined in the instructions for use. Pharmacological and clinical factors including this patient's pre-procedure presentation may have contributed to the event. No conclusion can be made regarding the relationship of the event to the device; however, based on the reported information, there is no indication of any device performance or manufacturing issues related to the reported event. Therefore, no corrective actions will be taken at this time.